Manufacturer narrative:
Initial.

Event description:
It was reported that the user injected an external dose of lispro while remaining connected to the ilet and later performed a supply change with a brief disconnection limited to the change, after which the user reconnected; elevated blood glucose was noted and the agent provided education on proper use, including the recommendation to disconnect from the ilet for a minimum of 90 minutes when taking short-acting insulin externally. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without alerts, alarms, or hospitalization. Investigation included review of user-reported use patterns and counseling on correct operation. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user technique, specifically administering external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was use error related to external insulin dosing while connected to the system.